Event description:
When inserting an arthotex 4mm cancellous screw during an acl, the screw snapped off with 2 threads left. Left the remaining screw in pt. To secure the graft, implanted 1 large, toothed staple and 1 smith & nephew bio rcl ha screw 9mm x 25mm. This screw fractured during insertion in surgery. No pt harm was appreciated, however, a portion of the screw was retained.